Manufacturer narrative:
No sample is available for the manufacturer to evaluate. A follow-up report will be sent when investigation is completed.

Event description:
The event is reported as: per (B)(6) affiliate: in the operating room, 5 mins after insertion (test prior to use ok, lubricant used), the tube became blocked and the ventilator alarm sounded. The probe was removed and a new one was successfully inserted. No consequence for the pt.